Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose levels were not provided. No troubleshooting was performed because customer's mother has limited knowledge of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.